Event description:
Waterpik has a nasal irrigation device that allows users to flush the sinuses. After a few weeks of use, I noticed brown rust like water coming out of my nose. Come to find out the device doesn't seal properly and allows water to enter into the battery compartment. I requested a replacement and waterpik was more than happy to replace my "defective" unit. After a few weeks of using the new one I had the same issue with rusty battery water. (B)(4).